Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient had his vns system explanted due to skin breakdown around the surgical site for the lead and tracheostomy site. Device history records for the lead and generator was reviewed and both devices were confirmed hp sterilized prior to distribution. Information was received that the patient did have confirmed infection. It was also noted that the leads and anchors were both exposed. The physician also noted that the trach ties (for the tracheostomy) at the neck was the believed cause of the issue as well as prior open wound at the chest that was not treated in march. No additional relevant information has been received to date.